Event description:
The pt experienced a loss of therapeutic effect. The pt had increased spasticity in her legs, leg spasm, and her legs were still and hard to pull apart. There was no known event related to the symptoms. No pump alarms were heard. The pt was at home and pt status was reported as "good". The pt was encouraged to contact their health care professional (hcp). The hcp reported that at refill in 2008, they aspirated the full 18 mls of baclofen; expected reservoir volume was 10.9 mls. It had been three months since the last refill. The pt's pump was programmed to deliver baclofen 500 mcg/ml at a rate of 38.7 mcg/day. The pt was also supplemented with oral baclofen. The pt had not experienced any adverse events aside from intermittent difficulty with control of the spasticity. There had been no alarms. Pump replacement/removal was being discussed. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.